Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator device. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged malformation in lungs. The medical intervention that the patient received in response to the event is currently unknown. This notification was reviewed by the pms clinical expert due to the patient reporting has a malformation on her lungs and is going to have surgery to remove. Patient also reported she had device fixed twice and still does not work correctly. Attempts have been made to obtain additional information and have been unsuccessful. The event is assessed as not related to the recalled device (i.e. A foam degradation concern) in this case. This event is assessed as not related to the device in this case. Based on the available information, the manufacture concludes no further action is necessary. There was no medical intervention required by the patient. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section d4 was incorrectly captured in initial report and was updated in this report and section h6 was updated in this report.

Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused the patient to have malformation in lungs. The medical intervention that the patient received in response to the event is currently unknown. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.